Manufacturer narrative:
After battery installation, unit received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Unit had cracked lcd window, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump cracked screen after being exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.